Manufacturer narrative:
Block d4: catalog number was corrected from 2092-4040 to 2092-5040. H3 other text : placeholder.

Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured above rbp. Recurrence of this malfunction could result in a flow limiting dissection, embolism, or perforation. No patient injury reported. Block b5: cross reference MFR report numbers: 3005462046-2020-00013. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed. The angiosculpt device was used off-label. The IFU states to inflate the balloon 2 atm every 10-15 seconds until full balloon inflation is achieved and to not exceed the rbp printed on the package label.

Event description:
The angiosculpt device was used in a severely calcified popliteal, p2. The balloon was inflated quickly above the rated burst pressure (rbp) when the balloon ruptured. The user was aware that the device was used outside of the IFU.